Event description:
Md noticed scissor tip used in laparoscopic colecytomy was missing a piece (black plastic around base of scissor tip). Part of black plastic was found on floor but the rest of the piece could not be found.